Event description:
It was reported a patient presented to the hospital with discomfort due to inappropriate shock and their implantable cardioverter defibrillator (ICD) in backup vvi mode. Premature battery depletion was also suspected. The ICD was explanted and replaced in a procedure on 6 jan 2023. Post-procedure the patient was stable.

Manufacturer narrative:
The reported field event of backup operation was verified by reviewing programmer printouts. The field reported that the patient received multiple high voltage therapies. The cause of backup operation was consistent with low battery voltage resulting from numerous high voltage charges. The report event of inadequate shock could not be confirmed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.